Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso 2515 variable circular mapping catheter and a contraction issue occurred. The loop on the catheter was not opening and closing as it should. The loop was not looking and reacting as designed. The lasso was removed without issue. The catheter was replaced and the procedure was continued. There was no patient consequence. This event was originally assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death is remote. The device was received by the biosense webster failure analysis lab for evaluation on september 22, 2015. During visual analysis it was discovered that the spine cover at transition was torn open with metal being exposed. Upon request additional information was received on the returned catheter condition. The spine cover was not noted to be damaged prior to use, upon withdraw or prior to packaging the catheter for return. This finding is indicative of a reportable event due to the loss of integrity of the catheter as well as the potential for patient harm due to metal being exposed. The awareness date for this record is september 22, 2015 the date when the damage was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a lasso¿ 2515 variable circular mapping catheter and a contraction issue occurred. The returned device was visually inspected upon receipt and the spine cover at transition was found torn open with metal exposed which is why this complaint was reported to the FDA. Per this condition a scanning electron microscope (sem) was carried out and it was found that there was evidence of scratches and puncture caused by an unknown object. Further information received indicates that this condition was not observed during the procedure or prior to sending the catheter back. It likely happened while sending the catheter back to bwi. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Then per the event reported, a contraction test was performed and the catheter passed. The customer complaint cannot be confirmed.